Manufacturer narrative:
Info was received from a health professional who is not required to complete form 3500a. Radiolucent lines are noted in the provided x-rays. Operative notes were not provided. Relevant pt characteristics such as age, sex, build, weight, height, and activity level were not provided. Based on the available info, a cause for the reported condition cannot be determined. Evaluation: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed. This MDR was identified during an internal review to meet reporting requirements and therefore is being filed late.

Event description:
It is reported that the pt presented with radiographic loosening of the femoral component along the anterior flange.